Event description:
It was reported that the zimmer electric dermatome device was making a 'reedy' sound and takes graft only with right side. Additional information received from the hospital on 08/17/2010 indicated that an additional graft had to be harvested to complete the case.

Manufacturer narrative:
The device was returned to the manufacturer for repair. The device is 5 years old. Visual inspection of the device found the motor to be intermittent. Device met all other specifications. The likely cause of the reported issue is likely the intermittent motor. The device was repaired, tested and returned to the customer.